Event description:
The biomedical engineer reported that the four of the eight receiver cards on the multiple patient receiver (org) would intermittently go into communication loss, causing the associated transmitters to display noisy spikes. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that four of the eight receiver cards on the multiple patient receiver (org) would intermittently go into communication loss, causing the associated transmitters to display noisy spikes. The other four transmitters monitored on this org did not experience this issue. Testing the four failed receiver cards with other transmitters, which experienced the same issues, determined that the issue was with the receiver cards and not the transmitters. They were provided with the exchange of four receiver cards to resolve the issue. Service requested / performed: troubleshooting. Investigation summary: a component failure can occur because of wear and tear as the device ages. Due to the age of the device and lack of servicing history, wear and tear is likely the root cause for the failure of the receiver cards. As the issue of signal loss is unlikely related to a design or manufacturing deficiency of an nk device, a CAPA is not warranted. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the org: cns: model #: ni. Serial #: ni. Telemetry transmitters: model #: ni. Serial #: ni.

Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) had 4 receiver cards that would intermittently go into communication loss and had noise spikes. The other 4 transmitters being monitored on this org do not have this issue. They have tried to use different transmitters with the 4 receiver cards that are having the issue, but it happens across the board on all transmitters, so it's known it is not an issue with the transmitters. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer reported that the multiple patient receiver (org) had 4 receiver cards that would intermittently go into communication loss and had noise spikes. The other 4 transmitters being monitored on this org do not have this issue. They have tried to use different transmitters with the 4 receiver cards that are having the issue, but it happens across the board on all transmitters, so it's known it is not an issue with the transmitters. No patient harm reported.